Event description:
Reporter initially noted corneal burn occurred during case. Follow-up found doctor didn't like the way the unit was functioning. Noticed a little whitening of the wound and stopped; did not consider this a true burn. Changed out the system to complete the case. No sutures required. Patient was healing well post-op.